Manufacturer narrative:
Results of investigation: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The rings on the device are fractured and worn, rendering the device inoperable. The device was manufactured in 2006 and shows signs of extensive use. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary.

Event description:
It was reported that during tka procedure while outside, the inner pieces of the jrn flex ext block standard are no longer holding the spacer blocks tightly. The procedure was completed without delay with the same device. Results of investigation confirmed that the rings of the device are fractured, rendering it inoperable.